Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient expired due to tripping over the power cord and falling is related to v.a.c.® therapy. There have been several attempts made to gather additional information, including medical records from the hospital, related to the event, but there has been no response. No additional information has been provided to date. Device labeling, available in print and online, states: fall safety prevention tips the following safety tips should be used to help prevent a patient falling or slipping while using the v.a.c.® therapy unit: be cautious of door knobs and other household objects that could catch on exposed tubing. Safely store excess electrical cord and any extra tubing and secure it to prevent tripping (see therapy unit instructions on how to properly secure tubing) activ.a.c.® therapy system user manual to reduce the risk of serious or fatal injury, all caregivers and patients must carefully read and follow all user instructions and safety information that accompany kci products. The activ.a.c.® therapy system may present a tripping hazard if placed on the floor. Ensure that the activ.a.c.® therapy unit is not placed in areas where people may walk.

Event description:
On feb 29 2016, the following information was reported to kci by the patient's family member: the unit's power cord was reported as too stiff resulting in the patient tripping while he was in the shower which allegedly resulted in the patient's death. On mar 1 2016, the following information was reported to kci by the nurse case manager: the patient's wife alleged that the patient, when ambulating to go to the bathroom, tripped over the power cord at approximately 02:24 am on (B)(6) 2016 and hit his head. He was taken to the emergency room at (B)(6) and passed away latter that same day. The patient had a left ventricular assist device (lvad) in place which was also attached to the patient at the time of fall. The patient had issues in the past with ambulation and his stability on his feet was dependent on how he felt each day. The patient's mental status was normal throughout the time of their services. The patient also had a PICC line and was receiving IV antibiotics, which also affected his energy levels and ambulation stability. She was not with the patient at the time of fall so she was not able to assess the patient's ambulation stability at the time of the event. On feb 17 2016, the device with cords passed qc checks and met specifications at the kci service center. The device was placed with the patient (B)(6) 2016. On mar 4 2016, kci quality engineering (qe) received unit for evaluation. The device with cords was tested per qc procedures in kci quality engineering and passed qc checks and met specifications. There was no fault was found with the device or power cords by kci qe to substantiate customer complaint.

Manufacturer narrative:
Based on no additional information being obtained kci has determined that the patient's death following the alleged tripping over the power cord and falling may be related to v.a.c.® therapy. The physician stated that the patient's death was the result of a severe head injury from the fall, which resulted in a catastrophic hemorrhage. Device labeling, available in print and online, states: fall safety prevention tips the following safety tips should be used to help prevent a patient falling or slipping while using the v.a.c.® therapy unit: be cautious of door knobs and other household objects that could catch on exposed tubing. Safely store excess electrical cord and any extra tubing and secure it to prevent tripping (see therapy unit instructions on how to properly secure tubing) activ.a.c.® therapy system user manual: to reduce the risk of serious or fatal injury, all caregivers and patients must carefully read and follow all user instructions and safety information that accompany kci products. The activ.a.c.® therapy system may present a tripping hazard if placed on the floor. Ensure that the activ.a.c.® therapy unit is not placed in areas where people may walk. Excess tubing may present a tripping hazard. Wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case. Ensure that excess tubing is stored in the tubing pocket and is out of areas where people may walk.

Event description:
On may 13 2016, kci received the following information from the physician: the patient was admitted to the hospital due to severe trauma to the right side of his head from a fall at home. The trauma to the head caused a large bleed and hematoma to develop. The patient was taken to the operating room in order to stop the bleeding and remove the hematoma. The surgery was not successful and the bleeding continued. The patient's family decided to withdrawal care and the patient subsequently passed. The patient's death was the result of a severe head injury from the fall, which resulted in a catastrophic hemorrhage.

Manufacturer narrative:
Correction: date received by manufacturer (mm/dd/yyyy) was updated from 05/12/2016 to 05/13/2016 per the description of the event.